Manufacturer narrative:
The cause of the falsely elevated mmb results is unknown. After the customer observed elevated results on four patient samples and found that level 1 qc was out, customer migrated to a new reagent cartridge, reran qc and confirmed it was within range, and repeated the samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant elevated mass creatine kinase (mmb) results were obtained on four patient samples on the dimension exl system and results were reported. The laboratory decided to check qc and level 1 qc was high. The samples were repeated on a new reagent cartridge and lower results were obtained. Corrected reports were sent. Patient treatment was not altered or prescribed on the basis of the discordant elevated mass creatine kinase (mmb) results. There was no report of adverse health consequences as a result of the discordant elevated mass creatine kinase (mmb) results.